Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "upon opening the above implant, the surgical team immediately noticed that the implant above had broken through its internal packaging rendering it unsterile. Surgeon requested different gmrs cemented stem as a result."